Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the steerable guiding catheter was prepared for use per the instructions for use (IFU) and flushed, the physician noticed an unknown substance on the water in the basin. Foreign material has the potential to cause or contribute to injury. It was reported that after the steerable guiding catheter (sgc) was prepared for use per the instructions for use (IFU) and flushed, it was noticed that there was "some flow mark on the water in the basin" which they never noticed before. The sgc was used with no other problem to complete the mitraclip procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.